Event description:
It was reported that the patient underwent surgery for implant at l3-l5 with the dynamic segment at l3-l4. The patient's rod broke post-op (date of breakage unknown). Revision surgery was performed to remove the implanted system and extend fusion to l2.

Manufacturer narrative:
The device was returned to medtronic for evaluation. A review of x-ray films taken prior to revision surgery verified bilateral fracture of construct. Visual examination of the returned device found the cable fractured at the distal end by the flange. The cable of the other rod fractured near the center of the two flanges. The cable with the plug came off at the proximal end of both rods. Both bumpers and rods were in good condition. A review of the device history records found no documentation to indicate a non-conformance to specification.